Event description:
It was reported that the device powered itself off during the middle of a case. There as no reported adverse consequences, but there was a delay. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device powered itself off during the middle of a case. There as no reported adverse consequences, but there was a delay. Therefore, there was loss of image.

Manufacturer narrative:
Alleged failure: this ccu powered itself off in the middle of a case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: dust and lint on the electronic boards and fan. The product was returned for investigation, and the failure mode will be monitored for future recurrence.